Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with lite glove.the customer reports the handle split. There was no sterility barrier anymore. There was no harm to the patient.